Event description:
It was reported that during device check, intermittent right ventricular lead capture was observed. Patient was experiencing fatigue. During lead repositioning procedure, physician experienced difficulty advancing and retracting the stylet through the lead. Physician also experienced difficulty with the screw. There is a puncture mark on the lead. Lead was explanted and replaced. Patient¿s condition was stable and the patient will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.